Event description:
It was reported that during a versapoint procedure using a twizzle tip electrode, the blood pressure and oxygen saturation dropped, and there was a decrease in end tidal carbon dioxide levels. The pt recovered within minutes after brisk anesthesia resuscitation but was admitted overnight in the intensive care unit for observation with a diagnosis of cardiovascular collapse. Further eval of the pt reported presumptive diagnosis is a gas embolism. The pt was released the following day.